Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and morphine drug via an implantable pump for spinal pain indications for use. It was reported that the pump was refilled ¿today¿ and they had "no problem extracting" the residual drug and got back the expected amount. When filling the first 20 ml went fine and when continuing the next 13 ml went in and "the plunger stopped" and they could not get any more into the pump. The healthcare provider (hcp) stated that he removed all of the drug and tried to fill and it stopped again with 7 ml that would not go into the pump. The healthcare provider (hcp) noted that this was the first refill for this patient at their facility. The patient did not undergo any hyperbaric treatments and th ere were no falls or known trauma. The agent reviewed considerations around potential for locked reservoir valve or an obstruction that would not allow the pump to be filled. Reviewed option to program pump with 33 ml volume, update and monitor until next refill. The pump early replacement indicator (eri) is in 10 months. The issue was not resolved through troubleshooting. Additional information was provided from a healthcare provider (hcp) stated that the cause of the event was unknown. He noted that the pump is working as designed but he will do more investigation with the patient physician about the cause. No additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.